Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and blank display on the insulin pump. Customer's blood glucose level went as low as 48 mg/dl and as high as 349 mg/dl. Customer treated their high blood glucose via manual injection. Customer believed the insulin pump over delivered insulin and resulted in low blood glucose levels. Troubleshooting for blank display was performed. Customer advised during a bolus attempt they realized the display screen was blank. Customer replaced the insulin pump with a new battery and the display returned. Customer was advised a replacement battery cap would be sent out. Customer advised they had reverted to manual injections which resulted in high blood glucose levels. Customer was unable to complete the troubleshooting process and advised they would call back later when they felt better.